Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. No additional information was provided. Reportedly, on (B)(6) 23 the customer was admitted into the emergency room with a blood glucose (bg) level of 375 mg/dl, diabetic ketoacidosis, and reported fatigue, nausea, vomiting, dizziness, headache, and difficulty breathing. Customer was treated with insulin. Multiple follow up attempts were made by tandem technical support (tts) to obtain additional information regarding the occlusions and hospital information, but no response was received by the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.